Manufacturer narrative:
Concomitant medical products and therapy dates: model: 1192, scs anchor, implant/therapy date: unknown; model: unknown, scs lead, implant/therapy date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient had been experiencing discomfort at their ipg site. As a result, their ipg was relocated via surgical intervention on (B)(6) 2018. Surgical intervention addressed the patient's issue.